Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, on the home choice (hc) unit. The problem was noted, during use with the patient connected in initial-drain (I-drain). The home patient (hp) stated that the patient line extension became disconnected from the patient line. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement, however, there was no patient injury or medical intervention associated with this event. On (B)(6) 2012, baxter followed-up with the hp. She confirmed the events and confirmed that the product involved. She advised that she didn't know why the disconnection happened; she didn't visually inspect either product to check for damage, or any other reason that would cause the disconnection. She threw out the supplies and their boxes. She advised that the only reason for disconnection that she could think of was that maybe she didn't secure it enough herself. The writer asked her, if this usually happens, and she said 'no, it was the first time.' She confirmed that she is ok, and has continued on with her therapy.

Manufacturer narrative:
(B)(4). The sample is not available, and a lot number was not provided; therefore, a batch review will not be performed. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The condition of a connection issue, disconnection of a patient line extension set from the patient line of the cassette, was not confirmed. Patient stated she that maybe she didn't secure it enough herself. The complaint was not confirmed and the cause was not identified because the sample was not returned for evaluation. The home patient did not clearly report any type of use error that might have led to the issue. Additional information: a batch review could not be completed as the lot number of the product was not reported. A labeling review of the homechoice apd systems patient at-home guide was found to be adequate for the use error(s) in the complaint.